Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event: date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient was experiencing pain and discomfort at the ipg site since the battery was found to be superficial. Patient underwent surgical intervention, wherein the physician revised the pocket and the new ipg was placed deeper. As physician electively replaced the old ipg at the same time. This address the issue and patient is stable.